Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation : the donor pre procedure cbc results were provided to aid in the investigation. The donor cbc confirmed the following: - the donor's wbc is 8.68e3/ul and it is within the normal range of 10e3/ul. - the donor's platelet count is 333e3/ul which is within the normal range. - 5-part differential confirmed that the % monocyte count is 8.6% which is outside the normal range. Root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber during a portion of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be related to the platelet bag being occluded for a portion of the run leading to a cellular surge once the occlusion was remedied, as well as the donor's elevated % monocytes, which may have an impact on the lrs chamber holding capacity, hence reaching lrs saturation earlier than the system predict.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was possibly a result of an escape of wbc from the lrs chamber during a portion of the platelet collection. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be related to the platelet bag being occluded for a portion of the run leading to a cellular surge once the occlusion was remedied, as well as donor having elevated %mono in his cbc for wbc differential. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.